Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to new leakage of urine and was no longer dry. A new artificial urinary sphincter cuff component was implanted. Following the revision surgery, the patient outcome was good.